Event description:
It was reported to tyco/healthcare/kendall on 04/04/10 that an aortic perfusion cannula leaked blood from the proximal end, despite being plugged. The plug that is being used is not made by tyco/healthcare and it is reused after sterilization. The cannula is able to be shortened and used without patient harm. Sample pending.